Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure to treat an arteriovenous (av) fistula using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, the physician completed four or five passes using the cat7. While doing the final aspiration, the physician noticed air coming through the tubing. Subsequently, the cat7 was noticed to be broken near the hub. Therefore, the cat7 was removed. It was reported that while inspecting the cat7, the physician broke off the entire hub of the cat7 on the back table. The procedure was successfully ended at this point. There was no report of an adverse effect to the patient.